Event description:
It was reported that during the inspection, it was found that the cardiosave intra-aortic balloon pump (iabp) was not charging. No patient involved.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, b8, d9, e1 (initial reporter name), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) inspected the unit and confirmed that the battery was functioning properly; however, the power management board was determined to be faulty. The fse replaced the power supply monitor and power slot interface. Following the repairs, the unit passed the pre use inspection as well as all factory-specified performance and safety tests. The unit has since been returned to the customer and is fully operational and ready for clinical use.

Manufacturer narrative:
Additional information: due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, it was found that the cardiosave intra-aortic balloon pump (iabp) was not charging. No personnel were injured.